Event description:
Per the clinic, the recipient experienced poor response to sound across electrode array. Reprogramming, troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the patient was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.